Event description:
Patient reported "recall and rupture". Later physician reported "severe pain, discomfort, emotional distress, inflammation, capsular contracture baker grade unknown, calcification, extracapsular silicone, nodule". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade additional, changed, and/or corrected data: a.2., a.3., b.3., b.5., b.6., d.1. , d.2a., d.2b., d.4, d.6a., g.2., g.4., h.4., h.6., h.11.

Event description:
Patient reported "recall and rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification section d: device is unknown at this time. Device has been defaulted to a saline device and coded to reflect this. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.